Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The wand connection works intermittently due to loose rf (radio frequency) head connector. Analysis also found the system fan is noisy.

Event description:
It was reported the wand connection works intermittently. Program head replaced but still intermittent. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.